Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The insertion portion was cut off at about 110 mm from the handle. The loop was caught outside the loop hanger which holds the loop. After removing the loop from the device, the movement of the loop cutter was examined. Foreign material was stuck on the loop cutter and the loop cutter could not be opened completely. There was no deformation found in the cutter or the loop hanger. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the loop was caught in between the cutter and the loop hanger due to pulling the slider without positioning the loop vertically to the loop hanger. The above device handling has been warned in the instruction manual as follows: do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which could make it difficult or impossible to remove from the patient. In this case, use pliers to cut the insertion portion of the instrument where it extends from the biopsy valve of the endoscope. Remove the endoscope from the body, then reinsert the endoscope and cut the loop with a spare loop cutter.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the user tried to cut the loop with the subject device but the loop was caught in the cutter part of the device and the user could not remove the subject device. The user cut the insertion portion with a tool and removed the scope from the patient. The user inserted the scope again and cut the loop using another device. No patient injury was reported. No further information was provided. This is the report regarding the inability to remove the device.